Event description:
When flushing pt's catheter, nurse went back to fill the syringe. When the syringe was put back into the catheter, blood squirted out of the side of the syringe. Report indicates blood loss and medical intervention. Device involved was discarded.